Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID 3708160, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 3708160, serial# (B)(4), implanted: 2008-(B)(6), product type extension. (B)(4).

Event description:
The consumer reported they had shocking. The patient stated in late september she turned on a box fan in a window and got an internal shock. The patient said she flipped the switch and felt an internal shot. The patient stated it wasn't wet or anything. After the patient was shocked, she started to have trouble charging. After an hour it would get hot and she would have to stop charging. The patient stated when it didn't get hot; it would take forever to charge. The patient got 2-3 coupling bars. Now it was too the point where she can't charge at all. The patient stated the health care provider (hcp) tried to communicate with the implantable neurostimulator (ins) using his programmer and he was not able to. The hcp told the patient her ins might need to be jump started. Patient services said they would contact the hcp or device manufacturer's representative (rep) to contact the patient. Relevant medical history includes non-malignant pain. Additional information received from the rep stated the rep was waiting a call back, and had not seen the patient yet. If additional information is received, a supplemental report will be submitted.